Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was partially deployed without any missing parts. The plunger was in its pre-deployed position and slack was noted in the link indicating the lever and foot had been deployed creating the slack condition in the link. The marker tube was undamaged and contained dried blood within its lumen, an indicator that the device did mark as designed. The device was tested for its marking capability by injecting water into the marker tube. The device marked with a strong stream exiting the marker blood entry port without resistance, meeting the manufacturing criteria. A possible though unconfirmed cause for the reported lack of blood flow from the marker lumen may have been incomplete device placement into the artery. This may have restricted the marker lumens blood entry port by not permitting blood flow into the marker lumen. No damage or anomaly was detected that may have contributed to the reported lack of blood flow from the marker lumen. A review of the finished device lot history records did not find any non-conforming material records associated with this lot. No root cause was found and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, there was not enough blood flow through the marker lumen. The procedure was aborted and the device was removed. Manaual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.